Manufacturer narrative:
Implantation of the patient's left side proact will be performed at a later date. (B)(4).

Event description:
Bladder perforation in a proact patient. The patient's bladder was perforated with the blunt-tipped trocar during dilation for the patient's left-side proact. The perforation was treated with temporary catheterization. The patient's right-side proact was implanted without incident.